Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had jammed staples. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Broken jaw at bifurcation, malformed clip, indicator wheel failure. Evaluation summary. The analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws and feed the clips; two pear shaped clips were released and then, the jaws were noted broken causing that the remaining five clips to be ejected. The device locked out as intended but the orange indicator was beyond its intended position. A possible cause for indicator failure may be a previous feed error or firing through the device lockout, which may cause the indicator to over-travel the intended point. The device was disassembled and the jaws were broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The found condition of the jaws is not related with the event reported. Although, no functional testing could be preformed to evaluate the reported firing/feeding issues; possible causes of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. A batch record review was performed and no anomalies were found during the manufacturing process.